Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) was alerting with a low vacuum alarm. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to reproduce the reported issue. The fse verified the low vacuum error in the error log but could not reproduce low vacuum error during testing. He then allowed the unit to operate in clinical mode for 2 hours minimum at 75 and 100 bpm at different augmentation intervals for two consecutive days. The safety disk leak test and k test passed verifying no leaks in the valving system. There were no failure points in the pneumatic system to identify the stated issue. The fse then performed a condensation removal procedure to remove any possible excess water from system. He verified that the unit calibrated and passes all functional and safety tests per factory specifications. The unit was then returned to customer and cleared for clinical use.

Event description:
N/a.